Event description:
Subsequent to the initially filed report, the following additional information was received a proglide device was received showing blood on and in the device, including in the marker lumen; however, the plunger, link and suture were still in the pre-deployed state (plunger has not been removed). Follow up with the site was conducted. It was reported that there was no cuff miss. The device was faulty as it was not having pulsatile flow. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to circumstances of the procedure. Factors that may contribute to an obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 - lot number, expiration date, and primary UDI number updated. Correction h4 - device mfg date updated. Correction h6: medical device problem code 1142 removed.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device using an 8f sheath after a carotid revascularization procedure. Reportedly, a cuff miss [suture retrieval issue] occurred while removing the plunger. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.